Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.00/+1.5/151 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.